Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information received by a nurse from (B)(6) peritonitis, coincident with dianeal therapy. On an unreported date, the patient was full of stool and was unable to drain. On an unreported date, the patient experienced peritonitis manifested as a cloudy bag of effluent. The cause of peritonitis was not reported. On an unknown date, the patient was hospitalized for peritonitis. On an unknown date, the patient was discharged. Treatment was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.